Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the performance data collected from the device showed variable/unstable right ventricular (rv) thresholds as determined by ventricular capture management (vcm). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: osypka lead, lead implanted: unknown; biotronic lead, lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, so the physician decided to watch the threshold trend. The physician was worried that capture management on the implantable pulse generator (ipg) had measured the threshold incorrectly and was regulating the output incorrectly. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.